Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging port and charger melted. The patient reported using the charging cable that was received with the pdm. No impact on blood glucose levels reported.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.